Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was intermittently displaying unknown error messages during use. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unwilling to provide additional information during a follow-up call. The patient reported that the alleged issue began on (B)(6) 2016. The patient informed the csr that she manages her diabetes with a fixed dose of insulin and denied taking any action in regards to her usual diabetes management regimen due to the alleged issue. The patient reported that an unknown time prior to the start of the alleged issue she developed symptoms of "very sore fingers, shaky, sweaty and blurred vision". The patient claimed she attended the emergency room (ER) at an unspecified time on (B)(6) 2016 and was treated with orange juice, glucose gel and cake. The patient reported that at an unspecified time on (B)(6) 2016, her blood glucose was measured at "30 mg/dl" on the ER device. At the time of troubleshooting, the csr walked the patient through a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received health care professional treatment for severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.